Manufacturer narrative:
Mml reference (B)(4) b2-other: protruding/pain.

Event description:
It was reported that the patient complained of pain at the implantable pulse generator (ipg) pocket site. The ipg migrated and protruded from the top. The physician performed a surgical procedure to reposition the ipg, and the patient reported feeling better after surgery. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation. The device manufacturing record was reviewed, and no relevant nonconformances were found. The device remains implanted and functional.